Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the lcd window.

Event description:
The customer reported via phone call that they received a no delivery alarm during a manual prime. The customer's blood glucose was 271 mg/dl. Troubleshooting found insulin was able to exit with a push plunger. It was also found the insulin pump alarmed no delivery with a manual prime. The customer was advised to revert to a back-up plan as the insulin pump needed to be replaced. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.